Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels between 29 mg/dl and 50 mg/dl. Customer's blood glucose level at the time 35 mg/dl. Troubleshooting occurred. No add'l info was provided.